Event description:
Customer experienced a hypoglycemic event. They were incoherent and agitated with their arms flying about in the air. They went into a diabetic coma and paramedics were called. When the paramedics arrived, a reading of 26 mg/dl was received compared to a freestyle reading of 98 mg/dl. Intravenous treatment was provided by paramedics to raise customer's blood glucose level.